Manufacturer narrative:
(B)(4) d10: unknown competitor head unknown cup and locking ring g2: foreign: new zealand the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial hip procedure on an unknown date. Subsequently, the patient underwent a revision due to recurrent dislocations. The constrained liner and ring were removed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: superior and posterior dislocation of an undersized right femoral head total hip arthroplasty. Possible dislocation of the locking ring. Deficient medial wall of the acetabulum. Acetabuli protrusion is present as a result. A definitive root cause cannot be determined for the initial dislocation. Per instructions of this liner, it states that closed reduction of this device is not possible. Treatment of device dislocation will require additional surgery. Also, the liner was used with a competitor head, however it is unknown if this combination caused or contributed to the reported event. A technical report will be sent to the initial surgeon for the use of competitor products with our devices. A technical report will not be sent for the closed reduction of the constrained liner, as it is unknown who performed the closed reduction. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.